Manufacturer narrative:
(B)(4). The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2016 at 01:24 pm. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will-by design- activate the backup mode to assure the patients safety. Furthermore, the device data showed that the ICD was re-initialized on (B)(6) 2016 at 10:17 am. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The device data after the re-initialization process showed no indication of a device malfunction.

Event description:
This system was explanted because the patient was inappropriately shocked. The physician could not determine what caused the shock and chose to explant and replace the whole system.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function. In particular, after the reinitialization on (B)(6) 2016 at 10:17 am the ICD worked as expected and no further invalid memory content was detected. Furthermore the episode and shock holter were evaluated. Only automatic capacitor reformations were documented. No shocks were delivered by this device. The clinical observation could not be confirmed during analysis. A sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior. There was no indication of a device malfunction. In particular, no shocks were delivered by this device. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.